Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 1/19/2016. It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopic total hysterectomy with bso, anterior and posterior repair and cystoscopy x3. It was reported that patient underwent mesh revision due to dyspareunia on (B)(6) 2008. No additional information was provided.